Event description:
Initial report: this non-serious spontaneous case from (B)(6) was received from a physician on 13-jul-2010, and upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree (B)(4). This case involves a female patient who received four sessions (total of four vials) of poly-l-lactic acid (sculptra therapy on unknown dates. No additional treatment details were provided. On an unknown date, the patient developed two palpable nodes on the nasolabial fold. The patient spread cortisone cream as advised, but the nodes expanded. Relevant medical history and concomitant medication information were not mentioned. Action taken: unknown. Outcome - not recovered/not resolved. Physician's causality assessment: not provided.